Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 322 (link switch error (low)). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty lower link switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.